Manufacturer narrative:
Outcomes attributed to adverse event and a date. Type of reportable event. The review of the manufacturing and sterilization paperwork verified that the lot met all pre-release specifications. Images were requested but were not available. According to the conformable gore® tag® thoracic endoprosthesis instruction for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to infection (e.g., aneurysm, device or access sites) and death.

Event description:
On (B)(6) 2017, it was reported that the device was infected and the patient expired. According to the physician, a cause of infection 2 years after the implant procedure, was probably a coronarography performed about 1 month before death. The autopsy was not performed. The cause of death was septicemia and alteration of the general condition. According to the physician, it was hard to say if the device infection caused the death, however, the probable prosthetic infection has aggravated the situation.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment of a thoracic aortic aneurysm measuring 60mm and was implanted with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2016 discharge computed tomography (CT) with contrast determined the maximum diameter of the aneurysm measured 60mm. On (B)(6) 2015, the patient was discharged from the hospital. On (B)(6) 2016, 1 year follow up imaging showed that the maximum diameter of the aneurysm was 58mm. On (B)(6) 2017, it was reported that the device was infected and the patient expired.